Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected pump thrombosis could not be confirmed as no product was returned for evaluation. Additionally, review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as a direct correlation between the suspected thrombus and the reported events could not be conclusively established. The system controller log file contained data from (B)(6) 2023 through (B)(6) 2023. Elevations in pump power and flow were observed on (B)(6) 2023 and (B)(6) 2023, many of which were captured during pulsatility index (pi) events. No other notable events or alarms, or significant fluctuations in pump parameters were captured. The pump appeared to function as intended for the duration of the file. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, list device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters including pump power and pulsatility index (pi). This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 4 of the IFU, ¿system monitor¿, states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's abnormal ramp study is reported under MFR #: 2916596-2023-05415. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that elevated pump flow and power was noted on interrogation during a routine clinical visit. Based on an abnormal ramp study performed in 2018, thrombus was suspected. The patient was given a high dose of aspirin and persantine. The elevated pump power resolved on its own. The patient did not have any symptoms of thrombus, and thrombus was not confirmed. There were no changes to the patient's condition, pump parameters or anticoagulation status that may have contributed to a thrombus. Log file analysis confirmed elevated pump power on (B)(6) 2023. The remainder of the log file did not capture any further power elevations.